Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal fentanyl 5,000 mcg/ml at 651.2 mcg/day via an implanted pump for non-malignant pain. It was reported the event/difficulty occurred on (B)(6) 2018 during device follow-up. The patient experienced discomfort at the pump pocket site and there were no environmental/external/patient factors that may have led or contributed to the issue. The patient had a pump pocket revision and the issue was resolved at the time of this report. The patient said the pump was causing discomfort and patient requested the pump pocket be revised to be implanted deeper. The pump pocket was revised and implanted 1 cm deeper. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s medical history included chronic pain and the patient¿s weight was asked but unknown. The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.